Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. The patient experienced a cgm accuracy issue which occurred the day the sensor was inserted into the arm. On (B)(6) 2024, it was reported that the patient passed out at the grocery store due to inaccurate cgm values. At an unspecified time during the event, the patient¿s cgm was reading 53 mg/dl and the bg meter was reading 104 mg/dl. During this call, it was discovered the person calling was falsely representing themselves as the patient and was really the patient¿s sister. The actual patient came on the line and disconnected the call. Due diligence attempts to contact the reporter for more information were attempted but not successful. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.